Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2014, the patient was administered general anesthesia to facilitate removal of the abutment and prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The patient's date of birth is (B)(6) 1929. Implanted device remains.